Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided. Brand name unknown / not provided, item and lot number unknown / not provided, PMA/510(k) number unknown / not provided.

Event description:
It was reported that the unknown lz screw stripped and could not be removed from the patient's mouth and requesting screw removal tool.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer abutment and was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the abutment screw was stripped and unable to remove from patient's mouth. The reported complaint could not be verified as the product was not returned for inspection.

Event description:
It was reported that the unknown lz screw stripped. A screw removal tool was requested and the screw was removed from the patient's implant. The implant remains in patient mouth and is restorable.